Event description:
It was reported that the device had error 354.6770. The pressure sensor was replaced. Performed calibration, accuracy test, and preventative maintenance and all tests passed. There was no patient involvement. Per customer, no further information will be provided.

Manufacturer narrative:
The reported issue that the device had error 354.6770 could not be confirmed; no product or device logs were returned for investigation. The file was opened to document the issue that was reported. No further investigation of this event is possible at this time. The alaris syringe module is typically used for treatment. The file may be closed based on the above facts. A review of the complaint history for sn (B)(6) was performed in bd2 trackwise which confirmed similar complaints with the same or related failure mode. A review of the device history record showed the device had a manufacture date of 17dec2013. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. The customer stated that there was no patient involvement.

Manufacturer narrative:
The reported issue that the device had error 354.6770 could not be confirmed; no product or device logs were returned for investigation. The file was opened to document the issue that was reported. No further investigation of this event is possible at this time. The alaris syringe module is typically used for treatment. The file may be closed based on the above facts. A review of the complaint history for sn (B)(4) was performed in bd2 trackwise which confirmed similar complaints with the same or related failure mode. A review of the device history record showed the device had a manufacture date of 17dec2013. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. The customer stated that there was no patient involvement. Device was not returned to manufacturing facility.

Event description:
It was reported that the device had error 354.6770. The pressure sensor was replaced. Performed calibration, accuracy test, and preventative maintenance and all tests passed. There was no patient involvement. Per customer, no further information will be provided